Event description:
Complainant alleged that while attempting to monitor a patient, the electrode wires dislodged from the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.